Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 140 mg/dl when she changed the set, then she was 328 mg/dl at 12:35 am and then 436 mg/dl at 2:19am and this morning she woke up at 60 mg/dl at 9:35am and then she was 119 mg/dl at lunch. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with insulin pump. Customer will not be returned device for analysis.